Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Device to flow lines for flow testing and the pump functioned as intended, however the condition of the IV set, IV bag, and set up are unknown. A review of the history log revealed no abnormalities that could cause or contribute to the reported problem were observed through the history log. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to infuse IV fluid. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.